Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump failed and the customer was hospitalized. Contact declined to provide further information. Customer reverted to a ¿different pump¿ for insulin therapy.